Event description:
It was reported the patient's blood glucose level rose to 320 mg/dl while wearing the pod between 37 and 48 hours.

Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. The hard cannula was found to be occluded, however as the download data did not show any sign of increasing pulse width. Therefore it was concluded that the occlusion occurred after the run, and did not influence the ability to deliver insulin. The device was received with the soft cannula deployed and the needle (hard cannula) visible through the soft cannula. Inspection of the needle mechanism found that the needle was not seated in the slide retract. The slide retract was found to be damaged due to improper instalment. The partially deployed hard cannula caused the observed blood on the adhesive and in reservoir. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.